Manufacturer narrative:
"Due to new (B)(6) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25% (greater than 25%) more than once. No consequence to patient. No additional information available.

Manufacturer narrative:
(B)(4) - returned: 02/13/2017. (B)(4) - returned: 02/13/2017. The reported event of premature switching was confirmed on the returned batteries. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events involving (B)(4). These premature switching events can most likely due to momentary disconnections between batteries and controllers. (B)(4) had received the smr upgrade prior to these events. Analysis of (B)(4) revealed that the devices passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. The most likely root cause of the reported event can be attributed to momentary disconnections between the batteries and controller. Controller ((B)(4)) is being investigated under complaint (B)(4) (MFR# 3007042319-2016-03587. Battery ((B)(4)) is being investigated under complaint (B)(4) (MFR# 3007042319-2016-03294). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Note: it was reported that bat212472 and bat214881 were involved in switching events . Battery-bat212472 MFR date: 2015-12-31 exp. Date: 2016-12-31, battery-bat214881 MFR date: 2016-02-28 exp. Date: 2017-02-28. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.